Manufacturer narrative:
(B)(4). Title unusual complication of seroma after ventral hernia mesh repair: digestive perforation by tacks. A case report source international journal of surgery case report, volume 53, 2018 (151-153) date of publication: 1 november 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of the study, post -operative a ventral hernia repair, the patient was re-admitted for fever and abdominal pain. The physical examination showed a painful and renitent mass next to the surgical site. The biological tests showed leukocytosis. The abdominal computed tomography showed a bulky seroma, between the mesh and the abdominal. The patient was then given a large spectrum of antibiotics. 12 weeks after the last CT scan, the patient was readmitted for severe septic syndrome secondary to an acute peritonitis. The remaining drain brought back a digestive liquid. Abdominal CT found a large air-filled fluid level between the mesh and the abdominal anterior wall. There was no peritonitis below the mesh but a segment of the small bowel adhered to a tack and was fistulized. Resection anastomosis was performed.